Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high impedance and high pacing thresholds. New lead was replaced. No additional adverse patient effects were reported.